Event description:
Per the clinic, the patient experienced skin irritation at the abutment site and subsequently was treated with topical antibiotics (specific date and duration not reported). The patient also underwent a skin revision with silver nitrate.